Event description:
Healthcare worker experienced burning with whitening of the skin of his right hand middle two fingers as he removed items from a load. The symptoms resolved the same day. The cycle has completed and the vaporizer plate was in place.